Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 20 bd neoflon¿ IV cannula experiened catheter splitting/cracking/fraying during use. The following information was provided by the initial reporter: the cannula catheter splits, breaks, needle is blunt. The cannula tears the skin of the newborn baby

Manufacturer narrative:
H.6. Investigation: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. CAPA#81917 was initiated. H3 other text : see h.10.

Event description:
It was reported that 20 bd neoflon¿ IV cannula experiened catheter splitting/cracking/fraying during use. The following information was provided by the initial reporter: the cannula catheter splits, breaks, needle is blunt. The cannula tears the skin of the newborn baby.